Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/pelvic area pain/ pain pelvic") in a 37-year-old female patient who had essure (ess205) (batch no. 646515, 654824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included arthritis. * on (B)(6) 2017 surgical pathology report revealed, cervix ¿ chronic cervicitis, endocervical hyperplasia. Endometrium ¿ foci of disordered proliferation. Myometrium ¿ leiomyoma. Uterine serosa ¿ mild serosal fibrosis. Two benign fallopian tube segments. Concurrent conditions included fibromyalgia, osteoarthritis, acute vaginitis, mixed incontinence, uterine bleeding, dyspareunia, fibroids, cystocele, rectocele, lower abdominal pain, urinary tract infection and nocturia. Concomitant products included fluconazole (diflucan), ibuprofen from 2007 to 2017, meloxicam, naproxen, paracetamol (acetaminophen) and paracetamol (tylenol) from 2007 to 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection: yeast") with vaginal discharge. On an unknown date, the patient experienced back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on 1-sep-2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, migraine, headache, depression, anxiety and back pain outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- 01oct2009 concerning the injuries reported in this case, the following one were described in patient¿s medical records: vaginal bleeding, dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-jan-2019: plaintiff fact sheet- lot number were added. Outcome of abdominal pain lower updated to recovering / resolving. Concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/pelvic area pain/ pain pelvic") in a 37-year-old female patient who had essure (ess205) (batch no. 646515, 654824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included arthritis. On (B)(6) 2017 surgical pathology report revealed: cervix ¿ chronic cervicitis, endocervical hyperplasia. Endometrium ¿ foci of disordered proliferation. Myometrium ¿ leiomyoma. Uterine serosa ¿ mild serosal fibrosis. Two benign fallopian tube segments. Concurrent conditions included fibromyalgia, osteoarthritis, acute vaginitis, mixed incontinence, uterine bleeding, dyspareunia, fibroids, cystocele, rectocele, lower abdominal pain, urinary tract infection and nocturia. Concomitant products included fluconazole (diflucan), ibuprofen from 2007 to 2017, meloxicam, naproxen, paracetamol (acetaminophen) and paracetamol (tylenol) from 2007 to 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection: yeast") with vaginal discharge. On an unknown date, the patient experienced back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, migraine, headache, depression, anxiety and back pain outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: vaginal bleeding, dysmenorrhea. Lot number: 646515, manufacturing date: 2009/06, expiration date: 2012/06; lot number: 654824, manufacturing date: 2009/07, expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/pelvic area pain/ pain pelvic") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included arthritis. Concurrent conditions included fibromyalgia, osteoarthritis, acute vaginitis, mixed incontinence, uterine bleeding, dyspareunia, fibroids, cystocele, rectocele, lower abdominal pain, urinary tract infection and nocturia. Concomitant products included fluconazole (diflucan), ibuprofen from 2007 to 2017, meloxicam, naproxen and paracetamol (tylenol) from 2007 to 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("depression"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). In (B)(6)2015, the patient experienced vulvovaginal mycotic infection ("infection: yeast") with vaginal discharge. On an unknown date, the patient experienced back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, migraine, headache, depression, anxiety, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2017 surgical pathology report revealed, cervix ¿ chronic cervicitis, endocervical hyperplasia. Endometrium ¿ foci of disordered proliferation. Myometrium ¿ leiomyoma. Uterine serosa ¿ mild serosal fibrosis. Two benign fallopian tube segments. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: vaginal bleeding, dysmenorrhea. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Reporter information updated. Concomitant medications added. Event pain pelvic was clubbed with previously reported event. Event abdominal pain lower was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain/pelvic area pain/ pain pelvic') in a 37-year-old female patient who had essure (ess205) (batch no. 646515, 654824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included arthritis and spinal operation. On (B)(6) 2017 surgical pathology report revealed, cervix ¿ chronic cervicitis, endocervical hyperplasia. Endometrium ¿ foci of disordered proliferation. Myometrium ¿ leiomyoma. Uterine serosa ¿ mild serosal fibrosis. Two benign fallopian tube segments. Concurrent conditions included fibromyalgia, osteoarthritis, acute vaginitis, mixed incontinence, uterine bleeding, dyspareunia, fibroids, cystocele, rectocele, lower abdominal pain, urinary tract infection, nocturia, sulfonamide allergy and chronic back pain. Concomitant products included fluconazole (diflucan), ibuprofen from 2007 to 2017, meloxicam, naproxen, paracetamol (acetaminophen) and paracetamol (tylenol) from 2007 to 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury") and anxiety ("mental anguish"), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection: yeast") with vaginal discharge. On an unknown date, the patient experienced back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved, the dysmenorrhoea, vulvovaginal mycotic infection, migraine, headache, depression and anxiety outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009. Treatment received for pelvic pain, menorrhagia,.abnormal bleeding(vaginal), psych injury. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: vaginal bleeding, dysmenorrhea. Lot number: 646515 manufacturing date: 2009/06 expiration date: 2012/06. Lot number: 654824 manufacturing date: 2009/07 expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of the previously added events back pain and menorrhagia were updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain/pelvic area pain") in an adolescent female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included arthritis. Concurrent conditions included fibromyalgia, osteoarthritis, acute vaginitis, mixed incontinence, uterine bleeding, dyspareunia, fibroids, cystocele, rectocele, lower abdominal pain, urinary tract infection and nocturia. Concomitant products included fluconazole (diflucan), meloxicam and naproxen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/ headaches"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection: yeast") with vaginal discharge. On an unknown date, the patient experienced back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, migraine, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2017 surgical pathology report revealed, cervix ¿ chronic cervicitis, endocervical hyperplasia. Endometrium ¿ foci of disordered proliferation. Myometrium ¿ leiomyoma. Uterine serosa ¿ mild serosal fibrosis. Two benign fallopian tube segments. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: vaginal bleeding, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter's information was updated. Plaintiff¿s demographics, concomitant drug and concomitant diseases were added. Essure explant date added. New events abnormal bleeding (vaginal), dysmenorrhea (cramping), infection ¿ yeast with vaginal discharge, migraines/headaches, depression and mental anguish, lower back area pain, did not underwent essure confirmation test were added. Event menstrual bleeding updated to abnormal bleeding (menorrhagia). Outcome of event pain was updated from not recovered to recovered and vaginal bleeding to recovered/resolved. Lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.